Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation, but the testing has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the evaluation and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, the batch sequence number of the product's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being classified as a reportable adverse event and malfunction event due to the following conclusion: during a da vinci-assisted surgical procedure, the tip of the fenestrated bipolar forceps broke and fell inside the patient. It was unclear if all fragments were retrieved. Unintended fragment(s) falling into the patient may require surgical intervention. In addition, the root cause of the customer reported failure mode remains unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the fenestrated bipolar forceps instrument broke and fell into the patient even though there was no excessive movement or external shock applied to the instrument. The customer could not retrieve all the fragments and only removed the parts that could be seen with the naked eye. The instrument was in use for coagulating and suturing. As a result, the operation was delayed, and the patient suffered from delays in anesthesia time and operation time. A similar backup da vinci instrument was used to complete the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was in use for about 1 hour and broke while coagulating and suturing the tissue. No additional surgical procedure was required to remove the fragment. It was unknown what caused the breakage to occur. There was no known impact to the patient. The surgeon did not notice any issues with the functionality of the instrument. The instrument was removed during the procedure (prior to the breakage) and the wrist was straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip tip at the grip assembly. Broken grip tip piece, approximately 0.90" x 0.20" was returned by the customer. No material appeared to be missing as broken assembly was pieced back together. Root cause is attributed to the user mishandling/misuse. Failure analysis found the primary failure of a broken grip tip to be related the customer reported complaint. Additional observation was that the instrument was found with a broken distal clevis. As a result, the internal components of the wrist were visible. One clevis ear, approximately 0.25" x 0.23" was returned by the customer. No material appeared to be missing as that one clevis ear broken assembly was piece back together. The other side of the clevis ear was also broken. Broken piece, approximately 0.17" x 0.15" was not returned by the customer. Material was missing. Root cause is attributed to the user mishandling/misuse. Failure analysis found the additional failure of a broken clevis to be related to the customer reported complaint. Additional observation included the instrument was found with thermal damage to the heat shrink of the wrist assembly. Any material missing is likely to be thermally induced rather than mechanically induced. Failure analysis found the additional failure of heat shrink damage to be related to the customer reported complaint. Root cause is attributed to the user mishandling/misuse. A review of the instrument log for the fenestrated bipolar forceps (part # 478093-03/lot# l90210919 0092) associated with this event has been performed. Per logs, the instrument was used on 18-jan-2021, on system sk3159. This is a single-use instrument. In addition, the following information was obtained: the procedure being performed on the date of the event was a benign hysterectomy, and the patient was a female. Additional information can be found in the following fields: a3, g3, g6, h2, h3, h6, and h10 corrected information can be found in the following fields: d4 (batch sequence was added to the lot number) failure analysis information can be found in the following fields: h6 and h10.

Event description:
Refer to h10/h11 for follow-up information.